Event description:
On (B)(6) 2025, the user¿s mother reported that the user experienced a low blood glucose (bg) of 68 mg/dl during sports practice. The user had accidentally announced a second meal, resulting in additional insulin delivery. At the time of the call, bg was rising, and by the end of the call, bg was at 81 mg/dl. The agent re-educated the user on proper meal announcements and explained how the correction algorithm works. No symptoms were reported. No medical intervention was required, and bg correction was in progress at the time of the call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.